Manufacturer narrative:
The tandem user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was swimming while wearing the pump. Subsequently, it was reported that a cartridge change error occurred during the load process. Customer's blood glucose level ranged from 176 mg/dl to 194 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.